Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2023-00019 was sent in error. Damaged / deformed product - device is not operable (associated defect cannot occur during use¿ie¿crushed syringe) is not considered to be a reportable malfunction. MFR#: 3003152976-2023-00019 is void as a result.

Event description:
It was reported while using bd plastipak¿ syringes the barrel was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: before using the syringe, notice that the barrel of the syringe are broken.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the barrel was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: before using the syringe, notice that the barrel of the syringe are broken.